Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks and the lead integrity alert was triggered on the right ventricular (rv) lead. The rv lead reportedly had high thresholds, impedance measurements of 1300-1400 ohms, oversensing, and an apparent fracture. The rv lead was capped and replaced. It was also reported that the left ventricular (lv) lead had no capture at full output. The lv lead was removed and replaced. No further patient complications have been reported as a result of this event.